Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 impact code and problem code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 - remove date of event, g3 date received by manufacturer, h6 problem code this follow-up report is being submitted to relay additional information. The following sections were updated: d10. D10: (B)(6) 204-38-08 - stem extension 80l x18 mm. (B)(6) 208-01-04 - cc femoral sz 4. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 201-78-88 - 4"" drill bit, mod. Hex 2-pk.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 99 months after a left total knee replacement procedure, the patient has experienced significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, mental and emotional distress. The patient has not yet scheduled a surgery for explantation of the left knee at issue. No further issues or complications were reported. No additional information is available.